Event description:
On (B)(6) 2019, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to recall when the alleged meter inaccuracy began. The reporter claimed blood glucose readings of ¿108 and 218 mg/dl¿ were obtained with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter informed the csr that the patient manages his diabetes with self-adjusted doses of novolin 30/70 insulin and denied the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate results. The reporter stated that an unspecified time after the alleged issue started, the patient developed symptoms of a ¿headache¿. The reporter denied the patient received any medical treatment. Troubleshooting was unable to be performed as the reporter refused. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria.